Manufacturer narrative:
H.6 investigation summary material #: 367342. Lot/batch #: 3324449. Bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter on the tubing as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of foreign matter on the tubing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, there was glue contaminate on the tubing of one (1) device. No patient impact reported.

Manufacturer narrative:
D2a. Common device name: blood specimen collection device; intravascular administration set d2b. Medical device type: jka h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, there was glue contaminate on the tubing of one (1) device. No patient impact reported.